Event description:
User called to report she had elevated bg readings of over 250 (284 to 425 mg/dl). She stated that the cannula and injection site [abdomen] seemed normal and "completely clear". Pod active for 7 hours. The patient feels fine. She activated a new pod successfully on her own. Returned suspect pod for elevation.

Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.